Event description:
It was reported that the customer had issues during prime/rewind. The blood glucose reading was 389mg/dl. The caller stated that insulin squirted out during the manual prime process, and the insulin pump alarmed. The mother mentioned that the drive support cap was protruded and sticking out. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with motor error alarm during the basic occlusion test, and the device alarmed during the prime test as a result of a protruded/loose drive support disk.